Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm confirmed during testing. Hardware low level failures received after failing the self test. Broken trace noted at pin 1 of ambient light sensor. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Event description:
The customer's parent reported via phone call that they have been getting alarms and block insulin pump. Blood glucose was unknown. The insulin pump was continuously doing the occlusion and it takes a long time to bolus. The insulin pump will be returned for analysis.